Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for patellar tendon rupture : extensor mechanism insufficiency event is serious and is considered severe event is definitely not related to device and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2021; date of event (onset): (B)(6) 2021; (right knee). Medical records were reviewed. The patient underwent bilateral knee replacements without complications on (B)(6) 2021 utilizing depuy cement. Bilateral patellas were resurfaced at that time. On (B)(6) 2021, the patient was rising from a low toilet when she felt a pop and immediate pain in the right knee. Workup revealed patella alta with a small chip of bone off of the inferior pole of the patella leading to a diagnosis of a complete patella tendon rupture with avulsion fracture. Upon xray review, it was also noted that there was anterior tilt of the patella but this was not noted within the operative notes of the patella tendon repair. The patient was unable to lift her leg at the time. On (B)(6) 2021, a right patella tendon repair was completed. Surgeon notes evidence of a hematoma and a small area of compromised skin where it looked like the wound was starting to drain that required excision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.